Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please provide the lot number: - device return status. Please document the shipment tracking number: - please provide the source or name of person providing answers to follow-up questions:

Event description:
It was reported an animal underwent an unknown veterinary procedure on (B)(6) 2023 and suture was used. Post-op, it was reported that the cat came back from spay surgeries with broken internal sutures. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. H3 investigation summary: the product was returned for evaluation. The functional testing was conducted on the returned devices. The returned samples determined that it was received, seven unopened samples that pertain to product code y316h. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.